Event description:
Related manufacturer reference number: 2017865-2023-52657. It was reported the patient presented for a leadless pacemaker (lp) implant. When attempting to release the lp at the target location, the release knob failed to respond, and the lp remained attached. Then, when redocking the lp after the failed release, the docking cap separated which prematurely released the lp. The lp remained attached to the tissue and the position looked good. The lp remained implanted and functioning appropriately. The patient was stable.

Manufacturer narrative:
The reported event of release difficulty was confirmed. As received, a complete catheter was returned. Visual and x-ray examination found the tethers to be buckled and broken in the transition zone. The cause of the reported event of release difficulty was isolated to the buckled and broken tethers in the transition zone.